Event description:
(B)(4). It was reported that during a coronary artery stenting procedure incomplete stent apposition occurred. The lesion being treated was a 3.0mm, 10mm long, 80% stenosed, portion of the distal circumflex. The physician treated the lesion with direct stenting using a 2.50 mm x 12 mm taxus liberte stent. Post-dilatation was performed with 0% residual stenosis. Post-stent deployment ivus revealed incomplete stent apposition. Treatment optimization was subsequently attempted via post dilatations with a compliant balloon. The final treatment outcome was confirmed by angiography. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).